Event description:
I am reporting a patient safety failure involving dexcom follow enhanced. My minor child uses a dexcom g7 continuous glucose monitor. I am a caregiver using dexcom follow enhanced on an iphone. Prior to the recent changes dexcom made to the follow system, I received true "critical alerts" (the high priority alarms that override silent mode, do not disturb, and sleep focus) when my child had urgent low blood glucose levels. This was life saving in many instances but no longer alerts me. My child could die from this. After dexcom migrated to the new follow enhanced app, I no longer receive any critical alarms on my iphone, even when my child's blood glucose hits urgent low threshold. The app shows the alerts visually, but does not produce the required audible alert or vibration that would wake a caregiver. This means that a night-time severe hypoglycemic event could occur without the caregiver being alerted. Dexcom provided no warning to caregivers that critical alerts would stop functioning after migration to follow enhanced. I did not change my phone settings, it just randomly stopped one day and all the settings are correct. My phone remains set to allow critical alerts, and I had been hearing them reliably for years. After the migration to follow enhanced, the critical notification pathway is now silent. This represents a serious patient safety risk because children with type 1 diabetes rely on caregivers receiving audible alarms during sleep to prevent severe hypoglycemia. Dexcom should not silently remove or disable critical alarm delivery pathways without informed consent or user notification. I request FDA investigate dexcom's current follow enhanced implementation to determine whether the removal or failure of critical audible alarms violates expected safety standards for a cleared medical device used in pediatric type 1 diabetes management. Since this issue has come up, it has been more difficult to maintain glucose control. His hba1c was 6.9% 3 months ago. It is 8.3% now. This is completely unacceptable. He is insulin dependent due to being type 1 diabetic. He requires a functional continuous glucose monitor in order to have it communicate with his insulin pump.